Event description:
It was reported that during change-out procedure for normal eri, externalized conductors were observed on the lead. No electrical anomalies were detected. Patient was asymptomatic. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.